Event description:
Customer's wife reported the aviva system gave a blood glucose result of hi, which on the aviva system indicates a result in excess of 600 mg/dl, at a time when he was unconscious, symptomatic of hypoglycemia. She treated with 10 units of novolog based on the aviva result, called emt's. Emt meter result less than 10 minutes later was 21 mg/dl. The customer was treated, transported him to hospital for further treatment. A request was made for the return of the system and a replacement was sent.